Event description:
During left eye cataract surgery, specifically during epinuclear and cortical removal, fine particulate blue-like metallic appearing material was noted at the temporal clear corneal wound. This was noted only after the simcoe was introduced to the eye. On evaluation of the simcoe tip, the tip was noted to be stippled, as if material was coming off the tip. Attempt was made to irrigate the material from the corneal wound using the I/a. Once the particulate matter was noted, irrigation, aspiration as well as viscoat prolapse was resumed to remove the epinuclear component.